Manufacturer narrative:
Reported event: an event regarding pain involving an unknown triathlon gold knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing pain post-implantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: it was reported via the stryker facebook page; mine is the striker, titanium gold due to the fact that I am allergic to metals. I am three and 1/2 months out and still have pain and swelling in the knee. I¿m gonna give it some more time and hopefully it will heal. I am currently not able to go upstairs using the left leg which I thought I would be at this point. I¿m supposed to have the right leg done in august. I may cancel that.